Event description:
The customer received a result of 102 mg/dl on the mobile system, and a result of 56 mg/dl on the performa system. The customer felt hypoglycemic with these results. On a different occasion the customer received a result of 92 mg/dl on the mobile system, and a result of 42 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 471615, expiration date 12/31/2014). (B)(4). Device will not be returned to manufacturer.